Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient reported she is unable to lower the amplitude of system stimulation when pressing the (-) key on her patient programmer. Subsequently, a replacement programmer was sent to the patient. Follow-up identified the patient's scs system was reprogrammed with the new programmer and the patient received effective stimulation.